Event description:
Osteoarthritis progression, knee pain, knee swelling, right knee effusion, rheumatoid arthritis flare up. Information was received on 09-jan-2007 from a physician assistant via a medical office employee regarding a female patient with a medical history of osteoarthritis, who experienced unspecfied symptoms in her left knee following her second synvisc injection into that knee. The patient received three injections of synvisc into the right knee and two into the left knee in 2004 (exact dates not provided) due to the unspecified symptoms in her left knee the third synvisc injection was not given. At the time of this report, the patien'ts outcome was unknown. Please refer to manufacturer report number for additional reports from this hcp. Additional information was received on 25-jan-2007 from the physician assistant. The patient had a history of severe ostearthritis with joint narrowing and osteophytes previously treated with steroids. In 2004, the patient received a synvisc injection into the right knee and subsequently experienced knee pain and swelling. The pt was hospitalized, the right knee was aspirated and the synovial fluid was sent for culture (results not provided). Six days later, the patient experienced rheumatoid arthritis flare up. The patient underwent right total knee replacement one year later. The physician noted that the patient had experienced pain and swelling in both knees (onset dates not provided) and "ultimately required right and left total knee replacements" (date of left knee replacement not provided). Additional information was received on 06-feb-2007 from the physician assistant who clarified that there was no relationship between the patient's total knee replacements and the synvisc injections. The physician stated that the patient underwent the procedures due to disease progression. No further information is expected.